Event description:
It was reported patient underwent ankle arthrodesis on an unknown date. Subsequently, patient underwent a revision procedure on an unknown date due to nail locking screw fracturing postoperatively.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, " bending or fracture of the implant." Product is being returned to manufacturer, but has not yet been received. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device was inconclusive. Review of the screw shows that the anodization is scraped off the threads, which may indicate improper alignment of the screw. Evidence on the broken surfaces indicates excessive torque, which is possible if the screw was not aligned properly and met with excess resistance during insertion.